Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 6f sheathless non bsc guide catheter was used. After the 0.014inch x 175cm non bsc guide wire crossed the lesion, the 3.0mm x 150mm x 150cm coyote balloon catheter was advanced. The balloon was inflated at 4 atmospheres. It was noted that the contrast dye seemed to be leaking from the balloon. The device was removed and it was found out that the balloon ruptured between the proximal part of the balloon and the shaft. No kink was noted on the device prior to use and no resistance was encountered during the procedure. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).